Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure haptics found to be sheared off. The surgeon explanted the lens on the same day and disposed. Additional information has been received that there was no patient harm. There are three medical device reports associated with this complaint. This report is 1 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).